Manufacturer narrative:
Results. A sample is not available for evaluation. However, the customer provided photos of the used device. A visual evaluation of the returned photos revealed that the catheter tubing appeared to have been cut. The consumer was unable to confirm a lot # for the device in question, but thinks that it may be either lot # 4297373 or 4329290. For the potential lot #4297373, the device expiration date is 10/31/2017 and the device manufacture date is 10/2014. For the potential lot #4329290, the device expiration date is 11/30/2017 and the device manufacture date is 11/2014. A review of the device history records revealed no irregularities during the manufacture of the possible lot #s 4297373 and 4329290. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, based on the photos provided by the customer, our quality engineer notes that the device was likely cut during use. (B)(4).

Event description:
It was reported that a bd venflon pro safety IV catheter was removed from a patient after it had been in place for approximately 1 week. Upon removal of the device, the catheter broke off in the patient's vein. An ultrasound was performed to visualize the broken catheter and the patient had surgery to remove it.